Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a sensor reading of 171 mg/dl, and as the customer had ate, they self-treated with 4 iu insulin. The customer subsequently became dizzy, shaky, and had cold sweats, and self-treated with glucose pill. An ambulance was called and the customer reported healthcare meter results of 44 mg/dl and 39 mg/dl against sensor reading of 157 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was treated with glucose paste by ambulance. The customer was transferred to hospital but no further treatment was administered. There was no report of death or permanent injury associated with this event.